Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unknown pump error alarm. Customer stated that they were able to clear the pump error alarm. Customer stated that they were not able to rewind the insulin pump. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.